Event description:
This companion external battery was not in use by a patient. The customer reported that when the fuel gauge pushbutton on the companion external battery was pressed, the fuel gauge led did not light up. This alleged failure mode poses a low risk to a patient because the issue was observed when the battery was not in use by a patient. In addition, if the battery were inserted in a companion 2 driver, the reported issue would not prevent the driver from performing its life-sustaining functions. Companion 2 drivers have redundant sources of power. Syncardia will conduct an investigation, and the results of the investigation will be provided in a supplemental MDR.